Event description:
The orbit rdfl complex standard detached prematurely. There was no patient injury. The second coil (orbit mini complex fill 3x6-15046014) unraveled.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00162 and 1058196-2010-00163. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: please note that for all submitted medwatch reports the incorrect information was entered for associated report numbers (this one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090.) Were inserted. Please see below for corrected data. The initial report indicated that the 12x30 orbit rdfl complex standard (638cs1230) detached prematurely. The entire coil, delivery system and microcatheter were removed from the patient as a unit without injury. With further investigation, it was additionally reported that a second coil a 3x6 orbit mini complex fill (637mf0306) unraveled. The device was removed from the patient. The events occurred when the coils were partially in the aneurysm with attempt to better position it. The microcatheter was not reshaped and an adequate continuous flush was maintained at all times. There was no resistance at anytime during insertion or advancement through the sl-10 45 (boston scientific) microcatheter. There was no resistance or additional force during repositioning of the coil. The microcatheter was not repositioned while the coil was deployed or partially deployed out of the end of the microcatheter. The target site was a saccular aneurysm at the left internal carotid artery supraclinoid segment. The aneurysm measured 12mm x 10mm x 10mm, the neck was 6mm, neck to sac ratio was 6 to 12= 50% with no balloon remodeling used. There were no damages noted to the devices prior to use, after opened, or during prep and other than the reported events, there were no other damages noted after removal from the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube and support coil presented with some waves; however, these appear to have occurred during the handling of the unit when it was sent for evaluation. The embolic coil was inspected and it presented with kinks/stretching near to the gripper. No other anomaly was noted in the device. The gripper and embolic coil were inspected under microscope and was observed that the gripper presented no damages and the damages found on the embolic coil during the visual inspection were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the orbit coil was confirmed with analysis of the returned device. Based on the available information there are no identified contributing procedural factors. Based on the analysis of the returned device and the device history record review, there is no evidence of any manufacturing issues related to the stretching of the coil during repositioning; additionally inspections are in place to prevent devices with this type of damage from leaving the facility. No conclusion regarding root cause can be made; therefore, no corrective actions will be taken at this time. The reported premature detachment was confirmed. The analysis of the gripper (pebax) of the returned suggests that the product may have been constrained inside either the microcatheter or introducer. If in fact, the observed pebax damage is due to excessive compressive load resulting in plastic deformation, the pebax headpiece junction would have endured significant stress, which could have significantly reduced the embolic attachment strength (eas). Although, with review of the available procedural information no definitive conclusion can be made, it is possible that procedural factors including interaction with the delivery microcatheter may have impacted the event. Based on the analysis of the returned device and the device history record review, there is no evidence that the premature detachment is related to any manufacturing issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00162 and 1058196-2010-00163.

Manufacturer narrative:
The initial report indicated that the 12x30 orbit rdfl complex standard ((B)(4)) detached prematurely. The entire coil, delivery system and microcatheter were removed from the patient as a unit without injury. With further investigation, it was additionally reported that a second coil a 3x6 orbit mini complex fill ((B)(4)) unraveled. The device was removed from the patient. The events occurred when the coil was partially in the aneurysm with attempt to better position it. The microcatheter was not reshaped and an adequate continuous flush was maintained at all times. There was no resistance at anytime during insertion or advancement through the sl-10 45 (boston scientific) microcatheter. There was no resistance or additional force during repositioning of the coil. The microcatheter was not repositioned while the coil was deployed or partially deployed out of the end of the microcatheter. The target site was a saccular aneurysm at the left internal carotid artery supraclinoid segment. The aneurysm measured 12mm x 10mm x 10mm , the neck was 6mm, neck to sac ratio was 6 to 12= 50% with no balloon remodeling used. There were no damages noted to the devices prior to use, after opened, or during prep and other than the reported events, there were no other damages noted after removal from the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube and support coil presented with some waves; however these appear to have occurred during the handling of the unit when it was sent for evaluation. The embolic coil was inspected and it presented with kinks/stretched near to the gripper. No other anomaly was noted in the device. The gripper and embolic coil were inspected under microscope and was observed that the gripper presented no damages and the damages found on the embolic coil during the visual inspection were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the orbit coil was confirmed with analysis of the returned device. Clinical factors may have impacted the event; however, based on the available information there are no identified contributing procedural factors. Based on the analysis of the returned device and the device history record review, there is no evidence of any manufacturing issues related to the stretching of the coil during repositioning; additionally inspections are in place to prevent devices with this type of damage from leaving the facility. No conclusion regarding root cause can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The initial report indicated that the orbit rdfl complex standard detached prematurely. There was no patient injury. The second coil (orbit mini complex fill 3x6-15046014) unraveled. Additional information indicated that the target site was the left internal carotid artery supraclinoid segment with a secular aneurysm that measured 12mmx10mmx10mm , neck was 6mm, neck to sac ratio was 6 to 12 = 50%. During the procedure, the coil detached (638cs1230) in the patient. After the event, the entire coil, delivery system and boston scientific sl-10 45 degree microcatheter was removed from the patient as a unit. The products were stored, handled and prep per labeling instructions. Prior to opening, no damages were noticed on the outer box. After the inner pouch was removed, the device was contained within the container, and the product was removed from the plastic loop without any issues. Other than the reported event, no other damages were noticed on the delivery system, coil (kink, bend, unraveled, stretched, etc), and the coil will be returned for analysis. The second coil unraveled during insertion while placing in the aneurysm, the coil was partially in aneurysm, when coil was attempted to be positioned better, it unraveled/stretched. However, during the repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system, the tuohy or stopcock was closed to prevent the introducer from moving from the microcatheter hub, and the introducer was seated all the way in the microcatheter hub. After the coils passed the hub, there was no resistance at any time during advancement of the coils through the mc. The event occurred during insertion through the microcatheter, but not prior to exiting the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. After repositioning, there was no resistance when the coil was advanced. The microcatheter and coil delivery system were not removed as a unit. Other than the reported event, no other damages were noticed with any other section of the devices delivery systems, coils or mc. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 3003742446-2010-00089 and 3003742446-2010-00090. Additional information will be submitted within 30 days of receipt.